Event description:
The patient was implanted in 2008, with a dbs system to treat facial dystonia. At about four months later, the patient presented to the emergency room with chest pain and shortness of breath. A pulmonary embolism was diagnosed and the patient was stated on warfarin. Relationship of the event with the device was unknown. For outcome and ongoing events see MFR report #3004209178200808442.

Manufacturer narrative:
.